Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device was not returned from the site, no further investigation is possible at this time. Based on the available information, the root cause of the reported event of paravalvular leak can be reasonably attributed to a device mis-sizing (use error). As reported, decalcification was performed between the two perceval valve implants. Thus, it is possible that an incorrect decalcification caused or contributed to the reported event. Ultimately, no manufacturing deficiencies were identified during the document review performed, and the physician reported that no device abnormalities were detected prior to the event. Not returned from the hospital.

Event description:
On (B)(6) 2022, a perceval sutureless aortic heart valve pvs25 (size l) was implanted. After de-clamp, pvl occurred. The surgeon performed sizing again, and xl size of perceval was implanted without any problem. There was no concomitant procedure for this dialysis patient. There was no reported device abnormality prior to the event. Cross-clamp time of more than 20 minutes was added as a result of the event. A mis-sizing was identified, although no particular concern on the sizing process was reported. There was no positioning difficulty noted. There was no abnormal geometries in the patient's annulus. It was reported that further decalcification was performed after the implant of the pvs25 and before the implant of the pvs27. The patient remained stable during the procedure. No further information on the patient outcome was provided.